Event description:
Third party claim alleges: the daughter of patient claimed she heard what sounded like an explosion from mother's room. When she entered the room, she found her mother sprawled backwards on her bed with her oxygen mask sealed to her blackened face and the oxygen tubing melted and severed causing a large burn hole in the bedroom floor. The daughter said the home care provider came to the house and said "obviously smoking", removed the burned and melted oxygen hose and mask, replacing it with a new one. The home care provider didn't examine the base oxygen unit, but simply reattached the hose and mask, reapplying it to my mother's face. The home care provider that visited the home the day of the incident, found the patient smoking in her bedroom near the oxygen concentrator. There were also several cigarettes on her night stand, along with a lighter and ashtray. There were no signs that the oxygen concentrator malfunctioned. The burned oxygen nose piece laid on the floor at the patient's feet and there was a small burned area on the carpet where the oxygen tube had burned and finally extinguished itself. Facial burns were observed on patient's cheek, chin, lip, and forehead.

Manufacturer narrative:
Airsep is trying to confirm the manufacturer and model of the oxygen concentrator. A follow-up report will be sent.